Event description:
It was reported that preoperatively to an unspecified surgical procedure, it was observed that the plastic packaging was cracked when packaging of the device was opened. The stapler was fine but the plastic packaging was damaged in which it compromised the sterility of the device. It was not used in a procedure and it has not been used on the patient. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2026 b3: only event year known: 2026 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech45s lot number a98u1x and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.